Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) levels; specific values were not provided. Cause of bg levels were not known. Customer administered manual injections to address the issue. On 5/11/2023, the customer experienced an elevated bg level over 600 mg/dl, and "vision and memory loss". Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.